Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed seven clips with gap as the clip snapped towards the tissue stop. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip applier did not fire or engage and the clip did not attach to the tissue. The clip applier was removed through the trocar and another clip applier was opened to the field. The second clip applier operated fine. There were no adverse consequences for the patient.